Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient had back surgery on the 1st and they took the staples out last wednesday and put the staples on. The patient was turning over into bed and instead of turning their whole body they did half a turn and they thought they pulled a muscle. It seemed like it pulled the muscle around the stimulator. Patient noted it did not feel right and they did not know if they needed to get an MRI to see if anything was wrong. Pt reported their stimulation felt off after twisting and felt a muscle pull. Patient had a follow up with their surgeon on the 8th and they had to go get an x-ray a day or two before. Patient had not heard back from their managing hcp. Agent redirected the pt back to their managing hcp. An email was sent to the field.